Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was a thermally sensitive crystal, designator y1, located on the single board computer (sbc) portion of the assembly. (B)(4).

Event description:
The customer contacted physio-control to report that their device will not complete the boot-up cycle and power on when prompted.  As a result, defibrillation would not be possible. There was no patient use associated with the reported event.